Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she found an air bubble in the reservoir. Customer stated the bubbles are located at the top of the reservoir. Customer was advised to connect the reservoir to the tubing and tap the bubble to the top of the reservoir and manually plunge the reservoir to take the bubble out; customer was able to remove the air bubble. Nothing further reported.